Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2015-25051 and 1627487-2015-25110.

Manufacturer narrative:
(B)(4). Evaluation: results: the complaint for ¿damage lead¿ was confirmed, the two extensions were received in good condition. Microscopic inspection revealed broken wires in the header of extension ¿b¿. Broken wires on channel 7 and channel 8 appear to be due to an overstress condition the extensions were subjected to when extensions were in the patient. Extension ¿a¿ functioned as intended and passed the entire test. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.